Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of a service and repair activity, the purge pressure of an automated impella controller (aic) was found to be out of specification during section 12.2 of the preventive maintenance procedure. The measured purge pressure was 133 mmhg, which exceeded the specified limit of less than 125 mmhg. The purge pressure sensor was replaced. Following replacement, the purge pressure was measured at 120 mmhg and met specification. The controller was subsequently shipped back to the customer. The issue was identified during preventive maintenance and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Information confirming that the device was returned to the manufacturer for investigation was omitted from the prior report. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. H6 medical device problem code a1414 (priming problem), reported on the initial MDR, was determined to be not applicable to the event and has been corrected to a07 (electrical/electronic property problem). H6 type of investigation code was updated.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the out of specification purge pressure accuracy on ic11181 was a purge pressure sensor malfunction.